Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient revised on (B)(6) 2021 due to an infection. All the components were removed and replaced by an antibiotic-impregnated cement spacer. Information about explanted products is unavailable. Primary surgery in 2017, exact date unknown.